Event description:
It was initially reported that the customer reached out to bd technical support asking assistance with finding the device infusion history in the "server" application. The customer stated they want to review the infusion history to investigate an "error on a heparin infusion." The clinician reportedly "charted" the following, but could not find the same in the device infusion records: 8/30 22:44 - heparin infusion started at 1368 units/hr. 8/31 07:17 - infusion on hold - 0 ml/hr. 8/31 15:06 - heparin infusion rate/dose change to 1140 units/hr. 8/31 15:49 - heparin infusion rate/dose change to 988 units/hr. 8/31 17:24 - new bag started at 988 units/hr. 9/1 20:27 - new bag started at 988 units/hr. 9/2 20:58 - new bag started at 988 units/hr. 9/3 12:52 - bag stopped. Bd later learned additional information. It was reported by the customer that they have located the device in question and found that it has not connected to the server since december 2022 (the event in question occurred between 30 august 2023 and 03 september 2023), hence the infusion history is not on the server records. It was reported that the error on heparin infusion resulted in an "elevated aptt level from the high rate" that required additional monitoring but no further intervention. The customer stated that the patient "did not experience any clinically significant harm." Although multiple requests have been made, the customer did not return the devices to bd for further investigation.

Manufacturer narrative:
Correction : describe event or problem.

Event description:
It was reported that there was an error with programming a heparin infusion that resulted in over infusion. The hospital clinical pharmacy specialist indicated "the patient did not experience any clinically significant harm. They did experience an elevated aptt from the high heparin rate but that just resulted in more monitoring."

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.